Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opening when locked, single leaflet device attachment (slda) and clip movement on the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds 80511u289) was advanced to the left atrium, but the clip would not open. Troubleshooting maneuvers were performed, but were unsuccessful. The cds was removed with the clip. Outside the patient anatomy, an attempt was made to open the clip again, and the clip opened successfully. It was thought that possibly the lock lever had not been pulled back sufficiently when in the anatomy. A new cds was then advanced to the mitral valve and this was the first clip implanted. The next cds (80529u285) was advanced. Visualization was difficult due to the previously implanted clip. The deployment sequence was started; however, when the actuator knob was pulled, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda), and it appeared that the clip had opened approximately 60-70 degrees. An additional cds was advanced to stabilize the slda clip; however, during positioning, it appeared that the slda clip was moved on the anterior leaflet. The physician felt uncomfortable deploying the last clip for fear of causing the slda clip to fully detach from the other leaflet. The clip was not implanted and the cds was removed. Two clips were implanted, and the mr remained at 3-4. No additional intervention was performed and the patient will be monitored. No additional information was provided.

Event description:
Subsequent to the previous report filed, additional information was provided:on (B)(6) 2018, the patient underwent mitral valve replacement surgery, treating unchanged mitral regurgitation. Both implanted clips were explanted and the patient was in stable condition post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information was reported that the patient underwent mitral valve replacement. The reported surgical procedure and hospitalization were results of case-specific circumstances as the patient underwent mitral valve replacement surgery to treat unchanged mitral regurgitation two months after the initial procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated. The reported single leaflet device attachment (slda) and partial clip movement could not be replicated in a testing environment as it was related to patient/procedural conditions. The reported clip open while locked could not be replicated in a testing environment as the clip remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of unchanged mitral regurgitation (mr) as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported clip opening while locked, slda and partial clip movement could not be determined. The reported mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Clip 80511u289, referenced in event description, is reported under a separate MFR number.